Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right capsular contracture; baker grade ii. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 48-year-old female patient who underwent breast implant surgery with mentor medical devices gel siltex mod-rnd 275cc; date of implant (B)(6) 2000; has experienced breast implant rupture on the left side confirmed by ultrasound. It was also reported that the patient developed a late seroma in the left breast (the seroma fluid was aspirated before the explant surgery, to date, the pathology/cytology report has not been provided), capsular contracture bg-ii in the right breast and as signs of capsular contracture in the left breast. As a result, the patient underwent bilateral explantation on (B)(6) 2026. This medwatch report is for the patient¿s right-sided device.